Manufacturer narrative:
The initial incident report was submitted with incorrect manufacturing site registration number (B)(4). The correct manufacturing site registration number is (B)(4). Corrected data: g1 contact information.

Event description:
It was reported that the implanted anchor came out from the site. A surgical delay of 2 hours to remove the anchor was reported.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. Visual inspection of the instrument show no manufacturing abnormalities. The implant was completely detached and the device was returned with the not damaged implant attached in a separate plastic bag. No sutures returned with the instrument.the parts returned show no manufacturing abnormalities. The returned double fix knotless pk is a single used device and cannot be functional tested. The complaint was verified and the root cause could not be determined with certainty. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.